Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause for this issue was not established. However, it is probable that the event was due to some kind of an abnormality in the xenon lamp. Error e103 indicates clv lamp lighting failure, and it occurs when ignition error occurs in a light source device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the xenon lamp, an e103 error occurred when attached to an evis exera iii xenon light source. The issue occurred during preparation for use, and there was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the occurrence of an e103 error when attached to a evis exera iii xenon light source. The device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.